Event description:
Information provided states that the iskd lengthener stopped distracting 3 weeks after being implanted in the patient's left femur. The lengthener was removed and replaced with a new lengthener.